Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that she had been hospitalized for high blood glucose levels on (B)(6) of 2014. Customer had been experiencing nausea, dehydration, headaches and leg pains the night before. Upon awaking, customer's blood glucose level was 566 mg/dl. Customer thought it might be a insertion site issue and chose a new site, bringing her blood glucose level down to 490 mg/dl. Blood glucose level was over 600 mg/dl at time of hospitalization and was treated with manual insulin injections. Customer was wearing device during hospitalization. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Afterwards, customer was asked to check tubing and an air bubble was found, however, insulin did exit tubing. Customer also stated insulin vial appeared to air bubbles as well.. Advised customer to change entire set and use a new vial of insulin. Nothing further reported.